Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at an unknown dose and concentration via an intrathecal pump for an unknown indication for use. It was reported that the patient had chills and decreased efficacy from intrathecal baclofen. No factors were noted to have contributed to the event. No diagnostics or troubleshooting was performed. The pump and catheters were explanted due to a slight incisional opening at the back on (B)(6) 2017 and the issue was noted to be resolved. The patient was noted to be "alive - no injury". No further complications were reported or anticipated. The event date was noted to be (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.